Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the cause of the event had not been determined and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient saw an elective replacement indicator (eri). They expressed dissatisfaction with the longevity of the ins. No patient symptoms or further complications were reported as a result of this event.